Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tachy therapy of this cardiac resynchronization therapy defibrillator (crt-d) was found to be programmed off with no known reason. The battery of this device had two years remaining and no faults were noted. To date, this crt-d remains in service. No adverse patient effects were reported.